Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that inspection of the pyxibus module controller board observed thermal damage on u300 (buck switching regulator ic). A field service engineer noted that full-height drawer 6 was not detected on bus (no led illuminated). The full-height pyxibus module controller board was replaced, but the issue persisted. After replacing the drawer controller board, the problem was resolved. The customer was then able to access the drawer successfully, and preventive maintenance was performed with no further issues reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had drawer 6 that failed. There were no adverse events or injuries reported based on this event.